Manufacturer narrative:
(B)(4). Refer to attached journal article: "the survivorship and clinical results of minimally invasive unicompartmental knee arthroplasty at 10-year follow-up" by kyung tae kim md et al report source, foreign - events occurred in (B)(6). As limited information was received from the customer, the reported events could not be confirmed. As the lot numbers of the devices are unknown, DHR reviews could not be performed. Root cause could not be determined. If further information is found that would change or alter any conclusions reached, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends and react accordingly.

Event description:
One knee revision due to bearing wear and breakage.